Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer evaluated the unit and verified cardiosave not to complete power on self test with audible alarm and blue screen displayed. Also getinge rep observed that power off function was not functioning correctly. Replaced power management board and re-installed b.17 software. Found error codes 6 and 139 in logs. Replaced touchscreen that would not calibrate. Calibrated touch screen ran and passed all performance and function tests.

Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported by the nurse that during a routine check, the cardiosave intra-aortic balloon pump (iabp) will not power up. The screen will display as "spinning" as if it is powering up, but never stops doing this. The pump is connected to wall power, and it makes a high pitched screeching sound. The pump was not on a patient and the issue was discovered not on a patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the nurse that the cardiosave intra-aortic balloon pump (iabp) will not power up. The screen will display as "spinning" as if it is powering up, but never stops doing this. The pump is connected to wall power, and it makes a high pitched screeching sound. The pump was not on a patient and the issue was discovered not on a patient.